Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens, within the same surgery and the problem was resolved. Cause of the event was user error.

Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# : (B)(4).